Manufacturer narrative:
This incident has been recorded under (B)(4). G3: foreign, united kingdom. E1: telephone, (B)(6). Upon completion of investigation a final report will be submitted.

Event description:
It was reported that the air dermatome hose is leaking air and pressure is not enough to take the graft. It was identified during the pre-check. No harm made to the patient. Diligence is in process to date no additional information has been received.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections were updated/corrected: b4 b5 d1 d4 g3 g6 h2 h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available. Diligence is complete.